Manufacturer narrative:
This report is filed on november 08, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and dizziness with device use; subsequently, the patient was hospitalized on (B)(6) 2016 (duration not reported). The symptoms resolved, and the patient resumed use of the device.